Event description:
The customer reported to olympus, the bending tube of the bronchovideoscope collapsed. The image from the brochovideoscope disappeared when the handle was moved, and charge coupled device (ccd) cable disconnection was suspected. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegations. The bending tube had a dent. Due to damage on charge coupled device (ccd) unit, the image was not displayed. Connecting tube had a dent and the coating was peeled off (one (1) millimeter square (mm2) or more). The universal cord had a dent. Scope connector had corrosion due to water leakage. Scope connector cover unit had corrosion due to water leakage. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a dent on channel tube, forceps and cleaning brush could not be inserted smoothly. Objective lens had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 of the initial medwatch. In addition to b5, the olympus service center found the flexible pipe coating was peeled off (one (1) millimeter square (mm2) or more). The deterioration was likely due to physical stress (handling problem). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to defective image sensor unit, internal board of the video connector, and the stress of repeated use, external factors, or handling. However, the root causes of the reported events are unable to be determined. Olympus will continue to monitor field performance for this device.